Event description:
It was reported that the anesthesia workstation generated technical error codes indicating ventilation control error, apl pressure exceeded and airway pressure sensor error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and concluded that the inspiratory pressure transducer printed circuit board was faulty and needed to be replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The device logs were saved and sent for evaluation. The reported issue could be confirmed in the received device logs. The replaced pressure transducer printed circuit board was returned for investigation. The reported issue could not be reproduced. We have not been able to determine the true cause of the issue.

Event description:
Manufacturer's reference number: (B)(4).